Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported bleeding cannot be conclusively determined through this investigation the patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(4). No further information regarding the event has been communicated by the account at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, contains the following information: lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Outlines recommended anticoagulation therapy and international normalized ratio range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's lab results demonstrated anemia. Their occult stool test came back positive, but no frank bleeding was noted. There were no other obvious signs of bleeding noted. Their hemoglobin and hematocrit levels were 7.2 and 21 respectively. The patient was administered 1 unit of packed red blood cells (prbcs) and they were admitted back to the hospital from rehab for further evaluation. It was reported that the patient's condition resolved without sequelae on (B)(6) 2022.